Event description:
The iab had been inserted and connected to the pump, but only registered 30cc. The physician was concerned and removed the iab, and inserted another iab. There were no pt complications.